Event description:
It was reported that when the non pacer dependent patient presented. Upon interrogation, the right ventricular lead exhibited high impedance. Fluoroscopy was performed and revealed that the lead was dislodged. The lead was explanted and replaced with no adverse consequences to the patient. The patient was in stable condition.

Manufacturer narrative:
Correction: (B)(6) 2016.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.